Event description:
It was reported that according to the health care professional (hcp), this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode. Consequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. External visual inspection of the device case and header did not reveal any abnormalities. Communication to the device could not be established, and device data is insufficient to obtain battery status. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Further testing confirmed a normal current drain. The battery was analyzed, and while it was confirmed to be depleted, the root cause was unable to be determined. In this case, the safety mode observation received from the field is suspected to be a result of the battery depletion. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that according to the health care professional (hcp), this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode. Consequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.